Event description:
It was reported that the patient presented in the emergency room. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.